Manufacturer narrative:
Initial reporter is synthes sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA visual inspection: visual inspection of the received t-handle shows several signs of use but no broken part could be identified. Even the received device is rather old and was often in use during long term (manufactured in 2004) it is still in faultless and fully functional condition. The received condition does not agree with the complaint description and therefore this complaint is classified as not confirmed. Functional test of the complained device shows that the counterpart could be attached and released without any problems as intended. No product problem could be identified. As the device is in faultless condition and the complaint condition could not be replicated, no further investigations are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part: 351.150, lot: 2104614, manufacturing site: (B)(4), release to warehouse date: 08/16/2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on february 18, 2019, a t-handle with quick coupling was delivered to the hospital for the scheduled surgery on (B)(6) 2019. Upon opening the case, it was found out that the device had been taken apart. Thus, another t-handle will be used in the scheduled surgery. There were no surgical procedure and patient involvement. This report is for one (1) t-handle w/quick-coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.